Event description:
It was reported that the patient received an occlusion alert on the ilet and was guided to fill the tubing to clear a blockage, after which they asked whether a cannula fill was required; they were advised that a cannula fill was not needed because the infusion set was not changed. Symptoms included hyperglycemia with a reported blood glucose of 297 mg/dl. Outcomes included completion of troubleshooting and education with resolution guidance provided. Investigation included customer interview and device-use troubleshooting focused on the insulin delivery pathway. Investigation of this case revealed an insulin flow interruption consistent with an occlusion that was addressed by tubing fill, with no infusion set change and no further device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.